Event description:
It was reported that during angioplasty procedure the balloon allegedly ruptured at 15 atm. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest 40 pta dilatation catheter has returned for evaluation. On the visual evaluation of the device, it appeared bloody. No specific anomalies noted. On the functional evaluation of the device. An in-house guide was able to be inserted through the flushed guide wire lumen without any issue. On further the balloon tried to inflate with in-house inflation device. It was noted the water leak at the balloon. Under the microscopic observation compound rupture was noted by removing the fiber. Therefore, the reported balloon rupture is confirmed for, as a compound rupture is noted on the device when the balloon was inflated. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 06/2023), g3 h11: h6 (result and conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 06/2023).

Event description:
It was reported that during angioplasty procedure, the balloon allegedly ruptured at 15 atm. The procedure was completed using another device. There was no reported patient injury.